Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user questioned whether the ilet algorithm was dosing correctly. The agent reviewed dosing history and explained that a 4:05 pm dose was a correction and the 4:10 pm dose reflected basal delivery, likely due to intermittent dexcom g7 continuous glucose monitor (cgm) data. A double dose at 4:15 pm was clarified as a display issue, with records confirming only one step. As the user does not use the ilet app, cross-referencing was limited. Blood glucose (bg) decreased during the call to 228 mg/dl (fingerstick) and 227 mg/dl (dexcom). Resolution: the agent confirmed the algorithm was functioning properly, clarified dosing steps, and arranged for replacement infusion sets to be shipped. At the end of the call, the event involved a highest recorded glucose of 247 mg/dl, was corrected by the ilet, and was managed without medical intervention or external assistance. No symptoms were reported during the event.